Event description:
A ventilator was returned to the manufacturer for service. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, a "service required" code was found in the ventilator's downloaded error log. The device's interface board was replaced to address the issue. Additionally, the front enclosure was replaced due to it being cracked and the keypad was replaced due to it being worn.